Manufacturer narrative:
(B)(4).

Event description:
It was reported that unexpected receiver shutdown occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and passed. Receiver charged and will boot was performed and failed due to the receiver will not turn on, but will turn on with a known good battery after receiver case is open. Perform internal visual inspection and failed due to damaged battery. Pictures were taken. The log was not downloaded because receiver will not turn on but will turn on with a good battery. Found rttloss in the log an indication that the allegation did occurred. The allegation was confirmed. The probable cause was determined to be damaged battery. No injury or medical intervention was reported.